Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to an advisory issued on this model device. It was further reported that an interrogation of the device found it to be in storage mode, which was tripped in april 2005. It was further reported that the patient had a follow-up in june 2005.